Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, the steerable guide catheter (sgc) was unable to hold column. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, the steerable guide catheter (sgc) was unable to hold column. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.